Event description:
It was reported that the plate broke after a few bends. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The present l-plate was analyzed for conformance to print specifications as well as the device history records were researched. No abnormal findings were identified. It is clearly visible that the plate was strongly bent in different directions before it broke. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. This let us assume that excessive bends in different directions caused this breakage. Also we are not aware of any similar occurrence regarding this article. In this relation we would like to point out that reverse bends should be avoided as this may weaken the plate and lead to premature implant failure. No product fault could be detected.